Event description:
The patient reported that they fell on the last day of (B)(6) 2022 and was on the ground for 3 days and 3 nights. The patient stated they have been in and out of the hospital and other facilities (unspecified) since then. The patient hurt their foot and recently had surgery on it. There is no device available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted type 2 diabetes mellitus (dm), v-go 20, humalog insulin client for many years. Client reported last day of november she fell/blacked out. She believes the fall may be from low blood glucose. On the morning of the event, she was rushing and only had black coffee. She went to church and returned home. She went to wash her hands to make lunch and blacked out/fell. She has no memory of the fall and remained on the floor for 3 days and 3 nights. She was found by her neighbor and church member. On the day of the event, she did not check her blood glucose in the morning, at church or after church. She applies a new v-go in the morning. The fall resulted in broken bones in the foot, requiring several surgeries with pins. She has been in and out of the hospital and rehab since the fall. She has no information from the hospital of her blood glucose readings on admission. The v-go device remained on her body since the last day of november. She removed the device when she came home at the end of (B)(6) 2023. She denies any skin irritation from wearing the v-go device since end of november. Client is stating she believes the reason she fell/blacked out is from only having black coffee and not eating on the day of the event causing low blood glucose. Hospitalization reports are not available to assess. Hypoglycemia may occur during insulin therapy with v-go. This event may have resulted from the patient not consuming adequate carbohydrate sources while using the v-go device.